Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation the day after implant, high capture threshold and lower r-wave values were observed. A chest x-ray revealed lead dislodgement.

Event description:
New information received notes that the lead was repositioned on (B)(6) 2019. All number and lead measurements were adequate. No further issues were noted.